Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/03/2024. It was reported that the patient was discharged on the same day but could not recall what time; however, it was before midnight. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The day of the event around 06:00pm, the patient administered 1 unit of insulin. When the patient was getting ready to eat when he felt like his body was dropping, was feeling sweaty and confused. No alert sounded, but as the patient was confused, he did also not check the cgm reading at that moment. When the paramedics arrived around 08:00pm, a fingerstick was taken and the blood glucose reading was 43 mg/dl. The patient was treated with a glucagon injection and with oral glucose. When the patient arrived at the hospital at 08:30pm, the cgm reading was 94 mg/dl, and the blood glucose reading was 71 mg/dl. The patient was treated with intravenous treatment of 12.5 mg of dextrose d50 and was given something to eat. When a fingerstick was taken after this the cgm reading was 103 mg/dl, and the blood glucose reading was 115 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was still in the hospital. The patient stated that he was not alarmed at the time of the onset of the hypoglycemic event, and even though the patient did not check their cgm device at that moment, they stated that an inaccuracy at that moment had prevented him from treating the hypoglycemic event on time. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.